Manufacturer narrative:
Investigation summary: a review of the complaint history did not identify any adverse trends.root cause: insufficient information.source: phone.

Event description:
Reported 1 false positive sofia sars result for 1 asymptomatic (off label use - at the time) patient. The customer communicated that the result was confirmed negative through pcr testing.